Event description:
Received information from patient's pa indicating patient was seeking medical service do to high bg's with dka.

Manufacturer narrative:
Patient had reached out to tandem two days before this reported incident. During troubleshooting it was identified patient had blood in the tubing. Patient changed her tubing and was walked through a system check. System check was successful and patient saw insulin drops. Patient was advised to contact her health care provider.